Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that an episode of non-sustained rv oversensing due to t-wave oversensing was observed. The patient was asymptomatic. No action was performed. The device remains implanted.